Event description:
During a follow-up, the pacemaker had partially eroded through the pocket. There was no sign of infection. The device was explanted and the leads were capped. The device and leads were replaced on the opposite side of the patient. The patient was stable following the replacement procedure.

Manufacturer narrative:
The device was received for evaluation. The device was interrogated and was above eri when received. There were no anomalies during device interrogation and the device was within specifications.